Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "insulin gets jammed. Nothing comes out. She uses the new needle each time of her injection. She visually test the needle to see if it is straight. She does not tighten the needle when she attaches. She has been using insulin for 20 years. Consumer stated she does not have any insulin for tonight, if she thinks the pen is not working she may need to contact the manufacturers of the insulin. Advised her to contact her doctor or the pharmacist. Consumer hung up, no more information available." 5 occurrences were reported.